Manufacturer narrative:
The customer complaint of the tube leaking and cracking was confirmed; however the received set leaked from only one place, not multiple places as reported by the customer. Functional testing was performed by filling a lab IV bag with bleach water and attaching the sets allowing fluid to flow through the whole set by gravity. The set leaked from a small hole at the top of the silicone segment (B)(4). No other leaks were observed throughout the set. Closer inspection under a lab microscope observed that the leak was due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The root cause could not be determined.

Event description:
Unspecified tubing event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "primary tubing leaking and cracked in multiple places. Tubing was primed with dopamine. Registered nurse noticed that air was pulling into line multiple times and needed to be re-primed line required to be changed."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
Unspecified tubing event. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "primary tubing leaking and cracked in multiple places. Tubing was primed with dopamine. Registered nurse noticed that air was pulling into line multiple times and needed to be re-primed line required to be changed."